Event description:
A call to technical services reported there was normal pacing impedances on the lv lead configured lvtip to rv coil. However, this was reprogrammed to lvring to rvcoil to avoid diaphragmatic phrenic nerve stimulation, and now the impedance is greater than 3000 ohms with normal capture and no phrenic nerve stimulation. Device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.